Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device had no power and did not function. It was further observed that the bottom trigger magnetic support was broken. It was further determined that the device had been tampered with and the cover pins were missing on the front plate. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to component wear and tampering, which is user misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery handpiece/modular device had no power. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.